Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing episodes due to noise and an increase in pacing threshold were observed on the right ventricular lead. No lead damage was noted and the lead was capped and replaced. The patient was in stable condition.